Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Pump received with missing battery spring. However, corrosion was found on the battery tube. Unable to perform the displacement test due to missing battery spring. The following were noted during visual inspection: broken battery tube threads and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. In conclusion, due to battery spring missing unable to perform any testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-712wws. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product return was requested for mmt-712wws and insulin pump was retuned for analysis.